Event description:
It was reported patient was having extracardiac stimulation. Lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.